Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was further reported that vascular access was gained via the femoral artery. The artery was severely calcified, and the length of the lesion was approximately 10cm. There was no difficulty advancing the balloon to the lesion.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous left anterior tibial artery. The 40 x 2mm x 145cm sterling es mr balloon ruptured at 6 atms on the initial inflation. The procedure was completed with a different device. No patient complications were reported, and patient status is listed as good.